Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in tube with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "during appearance inspection before use, the customer found black spot-like foreign matter embedded on the inner wall of the tube.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "during appearance inspection before use, the customer found black spot-like foreign matter embedded on the inner wall of the tube."